Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right ventricular (rv) lead was fractured. It was also reported that the rv exhibited high impedance and rising thresholds. The rv lead was capped and replaced. No patient complications have been reported as a result of this event.